Event description:
A hypotension and headache occurred. It was reported that during a pulse field ablation procedure, a farawave 2.0 nav cath was selected for use. The patient reported elevated blood pressure of 140s/90s with a headache which prompted him to go to the emergency. ECG was normal. Patient was given nitropaste and aspirin which improved blood pressure to 121/67. Patient was admitted for observation. On (B)(6) 2025, normal ECG, troponin level, headache resolved. Limited echocardiogram revealed no wall motion abnormalities left ventricular (lv) is normal in size ef 60%. Patient was discharged to home (B)(6) 2025.

Manufacturer narrative:
It was indicated that the device will not be returned for evaluation. If there is any further relevant information obtained, a supplemental medwatch will be filed. D2a: common device name: percutaneous cardiac ablation catheter for treatment of atrial fibrillation with irreversible electroporation; reported here as the common device name exceeded the character limit for designated field.